Manufacturer narrative:
The reported events of lead sensing noise, inappropriate shock and lead abrasion were confirmed. As received, a partial lead was returned in two pieces. Final analysis found that an internal insulation abrasion caused a short between the inner coil and the right ventricular cable lumen, breaching multiple layers of the lead. The cause of the reported events was due to the internal insulation abrasion underneath the right ventricular shock coil.

Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise over-sensing. During the lead extraction procedure, the ra and rv lead abrasion was observed. The whole system was explanted and replaced on (B)(6) 2025. The patient was in stable condition.